Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 5mm proximal of the proximal markerband and extending approximately 62mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured before reaching the rated burst pressure. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. It was further reported that the 70% stenosed target lesion was located in a non-tortuous and non-calcified arteriovenous graft. The balloon ruptured on the initial inflation at 15 atmospheres and was completely removed form the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured before reaching the rated burst pressure. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.